Manufacturer narrative:
Philips service used the esc key and restart to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the boot device was not recognized at startup, and the issue was resolved via the esc key and restart on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.